Event description:
Reporter indicated a vns patient had died on (B)(6) 2008 due to an unknown cause. An obituary for the patient noted the patient died unexpectedly at his home. Attempts for further information are in progress.

Event description:
The reporter declined to give any additional information about the patient's death. Attempts for the death certificate were unsuccessful as the state vital records office will not release to anyone other than family members per policy. Follow up with the funeral home revealed the vns was explanted and discarded as medical waste prior to the patient being cremated.

Manufacturer narrative:
The lot number was inadvertently omitted from follow-up MDR #1.